Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction after moving device to contra-lateral side. In situ measurements and art were reportedly good after re-implantation. The patient never benefitted from the device after re-implantation on the contra-lateral side. Re-implantation is considered.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. Further, the device was previously explanted from the contra-lateral side, which clearly constitutes an abnormal use since the device is classified as single-use in the IFU. However, since in- situ measurements and art were reportedly good after re-implantation, an accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction after moving device to contra-lateral side. In situ measurements and art were reportedly good after re-implantation. The patient never benefitted from the device after re-implantation on the contra-lateral side. No trauma has been reported. The patient has been re-implanted on (B)(6)2018. The electrode was inserted completely during the re-implantation surgery.